Event description:
It was reported that the system 7 dual trigger rotary was overheating during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the system 7 dual trigger rotary was allegedly overheating during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event of overheating was confirmed but not duplicated. During testing the device was not responsive and did not work on either system 6 or system 7 batteries. The unit failed the torque test. It was found that the e-box was non-functional, and the e-box was determined to be the primary failure. The e-box controls the electronics of the device, and damage to the electronic components or connected wiring will cause it to not function properly if at all. This failure may cause overheating.